Manufacturer narrative:
The pump was received with cracked reservoir tube lip, cracked belt clip slot, cracked case near display window corners, and minor scratches on display window noted. Pump was received with no button response due to corroded keypad traces. There was no moisture damage on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad is not responsive. Customer does not recall any significant events leading to the error except that the pump may have been exposed to moisture. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 267 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.